Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was implanted by director (B)(6) in (B)(6) hospital on (B)(6) 2017. The intraoperative and postoperative parameters were normal. After an infection occurred and the patient came to (B)(6) hospital on (B)(6) 2022 and the product was removed. All the products removed were destroyed and could not be returned.

Manufacturer narrative:
Correction on g2 section: the report source was changed from health professional to company representative between the initial report and this follow-up (#1). Evaluation : the subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Event description:
Reportedly, the patient was implanted by director ding jiavang in yichang central people's hospital on (B)(6) 2017. The intraoperative and postoperative parameters were normal. Some days after an infection occurred and the patient came to people's hospital on (B)(6) 2022 and the product was removed. All the products removed were destroyed and could not be returned.